Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they believe the cause of the battery not holding a charge like before is due to the fact that the battery runs 24/7. Also some settings could have been adjusted. They met with a manufacturer representative (rep) that was able to change their settings slighting but that was enough to help get more time between charges. The issue is resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that for a few months, the ins battery was not holding a charge like it was before. Pt stated the ins would be 6 years this year and that they run the ins 24/7, which was about normal for them. Pt would like to get the ins checked. Pt called their health care provider and was told to call the manufacturer to coordinate with local representatives. Agent reviewed the manufacturer representative¿s role with the pt. Agent sent an email to local representatives with pt¿s request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.